Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the last several months patient is having a lot of incontinence that she wasn¿t having before and was not sure if it needs to be replaced or if she needs to reset it. Ps (patient services) asked if patient had any falls or traumas and patient states a year ago she fell and landed on her knees and left side hip and her rib cage under her armpit and that is on the same side of the body and that the device is located on. Patient had an MRI this past year and told them she had the implant and they directed her to a specific facility with the correct machine. Patient was not sure but thinks it was full body scan after her fall. While on call, the patient was able to sync and increased amplitude from 3.7 to 4.3 v. Patient states she feels twinges and may end up decreasing amplitude later on, but would like to try it at 4.3 v for now. Ps re commended following up with managing hcp regarding therapy concerns. No further complications were reported or are anticipated.